Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It is reported that the device is over dispensing. It failed the volumetric accuracy test by ten percent. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for evaluation of complaint that the device is over dispensing. It failed the volumetric accuracy test by ten percent. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was observed/confirmed during the event log review but was not replicated during testing. Accuracy testing was performed and accuracy test passed with 19.1ml (18.2ml - 22.2ml). All functional test of the device passed. The probable cause of the reported problem unknown.

Manufacturer narrative:
G3: correction - this report was submitted on 24-sep-2025 with an aware date of (B)(6) 2025. The correct aware date for this event is 02-sep-2025.